Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient went to the emergency room with a heart rate of twenty beats per minute. The device could not be interrogated, there was no output, and the battery depleted prematurely. A temporary pacemaker was inserted until the device was removed and replaced. No further patient complications have been reported as a result of this event.